Event description:
The pump had volume discrepancies; the reservoir was found empty and the patient had a return of symptoms/withdrawal. The reservoir was refilled and the patient symptoms improved. The pump daily flow rate was 0.5ml, but the discrepancies indicated 1 ml daily flow rate. The medication being delivered via the device system was not reported. Further follow-up is not possible due to lack of contact information.